Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that mycophenolate in d5w was infusing through a texium tubing which was attached to a syringe. The nurse noticed it was wet and sticky at the connection site with no puddles or wet spots. A flush was run at the same rate and there was no sign of leaking. It was uncertain if the leak was coming from the syringe, tubing, connection or the equipment. There was no report of patient harm.